Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the nozzle unit was found damaged and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided photo confirmed physical damage of the nozzle unit. Neither the device's logs nor the claimed part were available for further analyze. The preventive maintenance (pm) kit was never replaced according to the technician. It was not clarified why the pm kit was not replaced according to the manufacturer¿s specification, hence the root cause is not determined.

Event description:
Manufacturer's ref. #: (B)(4).